Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they were taken to the hospital on (B)(6) 2018 with blood glucose of 60 mg/dl at the time of the incident. The customer was at 230 mg/dl at the time of the call. The customer was treated with intravenous glucose water. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was not completed and the outcome was inconclusive. The insulin pump will not be returned for analysis.